Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. It was reported that the patient faced an infusion set leak at the site on (B)(6) 2024. Events occurred within 24 hours of infusion. No further information available.